Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal. Follow-up communication with the physician confirmed that: insertion of the sheath was stopped by 'scar tissue (from a previous procedure), excessive calcification & tough anatomy" near the iliac bifurcation; when the user attempted to withdraw the sheath, it became "stuck in right iliac"; the user continued to pull on the sheath "with significant force" until the plastic sheath separated exposing the inner coil wire; the technician reportedly cut the coil wire after it was determined that the distal section of the sheath could not be withdrawn through the entry site; the patient was transferred to the or where a "small incision" was made in order to successfully retrieve the detached material; the patient is reported to be "doing well"; and the original procedure has been rescheduled.

Manufacturer narrative:
(B)(4) additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. Results, conclusion: are based upon evaluation of user facility information & returned sample; is based upon evaluation of reserve samples. The failure investigation was based on assessment of user facility information, returned & retained samples. Visual examination of the return sample confirmed that the sheath tubing had been stretched & then eventually separated into 2 pieces. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the user facility information & returned sample appearance are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. Based on user facility information, the resistance during withdraw was caused by the sheath becoming caught on "scar tissue (from a previous procedure) & excessive calcification" in the vessel. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).